Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the returned angiographic material was reviewed. The technical investigation revealed that the balloon of the delivery system is still well folded and shows no signs of inflation. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. The stent was returned separately and is severely deformed at one end. The angiographic material does not provide further relevant information regarding the root cause of the complaint. The actual complaint event is not visible. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advices that if the stent system was removed prior to expansion, do not re-insert it as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during the withdrawal.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion. During the intervention with the orsiro mission, it was noticed that no stent was on the balloon. After intensive search inside and outside the patients body, the dislodged stent was finally found on the operation table.

Manufacturer narrative:
Combination product: yes.